Manufacturer narrative:
Updated summary

Event description:
It was reported that a cartridge change error occurred while loading a new cartridge. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.

Event description:
It was reported that a cartridge change error occurred while loading a new cartridge. The customer declined troubleshooting further with tandem technical support. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.